Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, multiple patients (40) were implanted with pelvic mesh products. Later the patients experienced erosion of internal bodily tissue, dyspareunia, extreme pain, additional surgeries, and other injuries.